Event description:
Per additional information received, the patient has experienced separation of anterior suture line exposing some of the mesh, dysuria, frequency, malodorous urine, recurrent urinary tract infections, urgency, exposed mesh, hypermobility of bladder neck, local edema and mucosal swelling, third degree cystocele, vaginal bleeding, nocturia, palpable anterior mesh, urinary urge incontinence, straining and intermittency, bloody vaginal discharge, melena, smaller urinary stream, urinary hesitancy, incomplete bladder emptying, moderate vaginal atrophy, midline defect, grade three to four enterocele, pelvic floor relaxation, and severe chronic inflammation with foreign body reaction. She has required antibiotic suppressive therapy, cystoscopy, excision of multiple areas of mesh erosion (anterior avaulta mesh) with closure utilizing a vaginal advancement flap on (B)(6) 2009, followed by robotic colpopexy.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.